Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient forgot to take of the needle guard from the cannula prior to insertion event on (B)(6) 2025. The blood glucose level was 389 mg/dl. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) with malfunction code insertion without removing needle guard. The batch 6008529 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 03 and wi-002688 guidance for functional testing for complaints area version 02 for the insertion without removing needle guard. Complaint investigation: test results: visual test according to wi version 3 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6008529 was packaged according to the wi version 98, packaged in the machine multivac 14, on 18/aug/2024 with a total of (B)(4) units. Trending: a query was run in database on 26/jun/2025 against malfunction code evaluated insertion without removing needle guard and lot 6008529 and no more complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples related to the complaint, no non-conformance (nc) raised during production, no more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.